Event description:
Following treatment of two-vessel-disease by stent implantation with cypher stents, in stent-restenosis was determined three months post index procedure. This is one of two products being reported for the same event. Please reference manufacturing report#'s 9616099-2005-01200. Please note: device is distributed outside the united states. However, it is similar to the united states product.